Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The blood glucose result was between "17.0 mmol/l to 27.0 mmol/l" on the patient's blood glucose monitor. The patient was hospitalized for 2 days with ketoacidosis. The type of treatment given to the patient was not provided. The blood glucose results at the hospital were unknown.